Event description:
The patient reported that they had received two inappropriate shocks from their implantable cardioverter defibrillator (ICD) due to electromagnetic interference (emi) from an underground air pump. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, implantable pacing lead, (B)(6) 2010. (B)(4).